Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she experienced low and high blood glucose levels. Customer's blood glucose level was 40 mg/dl and 45 mg/dl. She treated her low blood glucose level with orange juice. Her most recent blood glucose level was 450 mg/dl. She treated her high blood glucose with a syringe. The insulin pump alarmed no delivery and noticed bent infusion sets in the past. She did not receive her tape shipment. The customer was dissatisfied with the device. The device was not returned.